Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed oral antibiotics (date not reported). Subsequently the patient experienced a loss of osseointegration on (B)(6) 2014 resulting in fixture loss. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.